Event description:
It was reported that during a percutaneous transluminal angioplasty treatment procedure, contamination issues occurred. The 80% stenosed target lesion was located in the moderately tortuous left brachium shunt. During preparation of the 7.0 x 40/80 (4f) sterling otw balloon catheter, it was noted that the device was damaged and dirt was on the dispensor coil of the device. The procedure was completed with another 8.0x40 sterling balloon catheter. No patient complications were reported and the patient's status is good.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that during a percutaneous transluminal angioplasty treatment procedure, contamination issues occurred. The 80% stenosed target lesion was located in the moderately tortuous left brachium shunt. During preparation of the 7.0 x 40/80 (4f) sterling otw balloon catheter, it was noted that the device was damaged and dirt was on the dispensor coil of the device. The procedure was completed with another 8.0x40 sterling balloon catheter. No patient complications were reported and the patient's status is good.

Manufacturer narrative:
Device evaluated by manufacturer: the complaint device was returned for analysis and found that there were no issues with the catheter. No device packaging was returned. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause was unable to be determined. (B)(4).